Manufacturer narrative:
Quality investigation is complete. Device not available for evaluation, device not returned by user facility.

Event description:
It was reported that the blade broke during testing at the user facility. It was also reported that there was no associated procedure and no patient involvement. It was further reported that there was no delay or adverse consequences as a result of this event.